Event description:
It was reported that the patient presented to surgery with l4 degenerative spondylolisthesis, severe stenosis, and painful l5-s1 spondylosis. The patient underwent surgery for l4-5, l5-s1 posterolateral fusion with iliac crest, local bone bmp and posterior fixation. During surgery there was a dural tear/csf leak.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the (B)(4) 2013.